Event description:
It was reported that the having a hole in the tubing and the medication leaking out when used the cassettes to make fentanyl/bupivacaine epidurals. The cassette would not prime and dripping on the floor. There was a patient involvement with no harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.